Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Ofr sent the subject device to a third party laboratory for additional microbiological testing. In the test, the suction channel of the subject device tested positive for micrococcus sp. (1 cfu). This microbiological test result meets the target level* of the (B)(6) - (B)(6) 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. The target level in (B)(6) guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Nothing found during visual inspection of the subject device by ofr. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the subject device tested positive for escherichia coli and klebsiella. The facility also informed that the subject device was re-tested and two channels (the auxiliary water channel and the suction channel) of the subject device tested positive for escherichia coli. There was no report of infection associated with this report.